Event description:
It was reported that customer experienced repeated occlusion alarms, eventually resulting in the customers blood glucose level displaying as "high," no specific value provided on (B)(6)2026. Elevated blood glucose was addressed with a correction bolus via the pump. Occlusion alarms were resolved with a supply changed. The customer reached out and completed a system check with tandem technical support, however they were unable to continue troubleshooting. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.